Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 224, which was not reproduced but was confirmed through review of the event history log. The device operated as designed mechanically, however the software version installed on the pump is susceptible to a software bug that can cause an ec224 when power is connected or disconnected. Evaluation found a failed power cord with no vdc causing the error code to prompt. The power cord was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 224 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.